Event description:
Subsequent to the previously filed report, additional information was received from the physician: this event was a cuff miss (no suture present when the needle plunger was removed after deployment). An additional proglide device was used to achieve hemostasis. No femoral venogram or other imaging was performed to verify the puncture site. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 device code 2616 was removed

Manufacturer narrative:
Date of event estimated. (B)(4). The device was not returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide. Reportedly, the proglide did not deploy properly as the "suture didn't catch the tissue and it just pulled through". There was reported user error due to the operator being in training. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.